Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 15mm in length, 80% stenotic and was located in the circumflex artery. The physician used a 6fr introducer sheath, jl4 guide catheter and a csi viperwire guide wire to access the lesion. The physician loaded the oad onto the guide wire and performed two runs at low speed. Post-atherectomy angiography revealed a perforation in the circumflex artery. The physician resolved the perforation by deploying a covered stent across it. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.